Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was found that the iabp was dropped which caused the fill manifold to leak. To resolve the issue, the fse replaced the o-ring, the cable tie and worked on the hoses to reduce the leakage. Subsequently, the fse replaced the fill manifold assembly, then completed full functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.